Manufacturer narrative:
The device is not available for investigation as the customer has discarded it. Without the return of the device, a probable cause is unable to be determined. Additional information e1: (B)(6).

Event description:
It was reported that a primary plum y-type blood set, 200 micron filter, clave secondary port, non-vented, secure lock, 279 cm detached, resulting in a leak. The report stated the patient was awaiting a transfusion of concentrated red blood cells. Upon arrival from the transfusion center, the circuit was repaired while the set was filled (primary plum y-type blood set). The tube downstream of the drip chamber detached, causing part of the blood to escape, and compromising the microbiological safety of the bag. After a discussion with the doctors of the department and the transfunctional center, it was decided not to transfuse because the bag was not safe, and the patient will transfuse in the evening after a further blood count check. The time of the event is while filling the set. There was no patient harm reported.